Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of needle broken was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
The incident occurred in the operating theatre, a section was found to be broken in the body during the withdrawal of the needle, the hospital is required to report an adverse event, the response to this matter has been very strong, the impact is very bad, and we hope that it will be dealt with as soon as possible. Number of affected one unit/need for green claim/need for complaint reply letter/need for complaint acceptance letter/sample could not be returned/photographs available communicated by phone, the sample could not be returned, the broken needle was removed, and the patient's mental status was normal at the time of puncture

Event description:
It was reported that bd saf-t-intima w/y adapter pnk 20gax1.0in needle broke the following information was provided by the initial reporter; the incident occurred in the operating theatre, a section was found to be broken in the body during the withdrawal of the needle, the hospital is required to report an adverse event, the response to this matter has been very strong, the impact is very bad, and we hope that it will be dealt with as soon as possible. Number of affected one unit/need for green claim/need for complaint reply letter/need for complaint acceptance letter/sample could not be returned/photographs available.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.